Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred frequently between (B)(6) 2025. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.